Manufacturer narrative:
Occupational: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported the patient had a revision. Patient stated she had lost weight ((B)(6)) and had to have to ins ¿repocketed¿. Patient mentioned she discussed with her healthcare provider (hcp) when she first lost some weight, the doctor told her to wait until she lost more weight to do the revision, and because she had a lidocaine patch in the area. It was noted this event was 1 or 2 or 3 years ago, patient was not sure. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.